Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer performed a supply change and resumed insulin therapy. Additionally, was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 310-350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.